Event description:
During an incident in involving a patient in cardiac arrest with CPR and bls initiated, this defibrillator prompted "service immediately" when the analyze button was pressed. The battery was replaced with a fresh one and the unit prompted "low battery" when the analyze button was pressed. Another unit shocked the patient twice. The als crew arrived, shocked once with their defibrillator and the patient went into asystole. The patient was transported to a hospital.